Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 11.4 mmol/l (205.2 mg/dl) and ketones measured at 5.4 mmol/l (97.2 mg/dl) while wearing the pod. Symptoms reported include vomiting, diarrhea and drowsiness. The patient reported that their controller was attempting to update, but was stuck on step 14 for one hour, therefore the patient was unable to use the controller. The patient was treated with intravenous insulin therapy (8 units per hour), hydration with sodium chloride, then glucose 5% with 4g/l potassium substitution with 3g potassium chloride. The patient was provided a new controller and was discharged after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.